Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the stardrive screwdriver shaft t8 105mm (p/n 314.467 & lot 7736541) was received showing a portion of the distal cutting profile tip twisted. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes: the device failure/defect of twisted distal cutting profile tip was identified during the investigation. Dimensional inspection: dimensional inspection of the distal cutting profile tip could not be conducted due to post manufacturing deformation of the tip. Document/specification review: the following drawing, reflecting the manufactured and current revision, were reviewed. Screwdriver shaft t8 deep stardrive (tm) dimensional reference for manufacturing tip. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A review of the manufacturing record evaluations was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint condition is confirmed for the stardrive screwdriver shaft t8 105mm (p/n 314.467 & lot 7736541) as a portion of the distal cutting profile tip was observed to be twisted. While no definitive root cause could be determined, it is possible that the excessive torque/force was used during screw insertion, resulting in the twisted tip. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history part number: 314.467, synthes lot number: 7736541, supplier lot number: n/a, release to warehouse date: 27aug2014, expiration date: n/a, manufactured by synthes monument. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device evaluated by MFR, evaluation codes: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Corrected data: MFR site: corrected physical manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional product code: (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure while the surgeon was drilling through the drill guide and dropped his hand to create an undesirable angle, the unknown drill bit broke off and was cold-welded in the drill guide. However, the drill guide was removed and the unknown drill bit was cold-welded in the drill guide. The screwdriver blade with holding sleeve was also damaged during the surgery. The star end of the shaft was twisted. The surgeon must have over torqued it. There was no surgical delay. Another unknown drill guide was used to complete the procedure successfully. There is no known patient consequence. This complaint involves three (3) devices. This report is for one (1) stardrive screwdriver shaft t8 105mm. This is report 2 of 3 for (B)(4).